Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings: multiple occlusion alarms observed in the black box on (B)(6)2014; the force at time of occlusions is high. The first basal delivery was on (B)(6) 2014 14:42 and the last basal delivery was on (B)(6) 2014 22:45. A load, rewind, prime sequence was performed successfully with no issues. Force sensor calibration check verified force sensor is detecting the correct force at 5 lbs. The pump was exercised for 24hrs with returned battery cap and returned cartridge; no occlusion alarms were duplicated during this time. The total daily doses add up correctly. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unidentified high force observed in the black box; force sensor calibration reading was in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a (frequent/persistent) occlusion issue. The reporter stated that the patient had a blood glucose (bg) of 16mmol/l with polyuria and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion due to the alleged occlusion alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.